Manufacturer narrative:
Visual inspection was conducted, and since the returned disposable did not have any hole in the array and the lot number used to identify it (24c19ra) did not match with the lot number documented in the cpt record (24e20ra), it is possible to conclude that the customer returned an incorrect disposable. Functional testing was not conducted because the returned unit was not linked to this or any other complaint. However, since the customer provided photographic evidence, this evidence was used to confirm the issue. This observation will be monitored and trended. Additional information: hologic contacted the customer and they stated the unit used during the procedure is no longer available for return. Therefore, no additional actions to get back the disposable can be conducted. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that after a novasure procedure on (B)(6) 2025, the mesh was checked and two small holes in the mesh were missing from each side. A control hysteroscopy was performed and the golden fibers were found intracavitary. The remaining tissue was removed from the cavity using a blunt curette/grasping forceps. The cavity was completely empty and no further mesh parts could be seen. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
The correct device was returned and the update findings to the investigation can be observed below: visual inspection was conducted, and the array had two holes on the face of the handle. Functional testing was not conducted due to the damaged was confirmed in the visual inspection and due to the damaged the device cannot be tested. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.